Event description:
During an unknown procedure, it was reported by the affiliate that the tissued pad dropped. The pad did not fall into the pt. A new device was used to complete the case. There was no pt consequence.